Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 39 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product; one for a print change and the other for a ding. Both items were considered acceptable. (B)(4). The root cause of the revision surgery was due to dislocation and most likely as the result of the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient fell causing the prosthesis to dislocate. All of the hardware was removed during the revision.